Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine infection ('uterine infection') in an adult female patient who had essure (ess205) (batch no. 12281414) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical biopsy, ex-tobacco user, antiphospholipid syndrome and deep phlebothrombosis, antepartum. Concurrent conditions included obesity and thrombosis. Concomitant products included iron and levofloxacin (lovenox). In (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2005, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and fatigue ("fatigue"). In (B)(6) 2005, the patient experienced uterine infection (seriousness criterion medically significant), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type:yeast"), teeth brittle ("dental problems:teeth brittle and chipping"), tooth fracture ("teeth chipping"), alopecia ("hair loss"), abdominal pain lower ("pain lower abdomen"), back pain ("lower back pain") and musculoskeletal pain ("buttocks pain"). In (B)(6) 2006, the patient experienced bipolar disorder ("psychological or psychiatric problems condition: bi-polar"), urticaria ("allergic or hypersensitivity reaction type: hives"), rash ("rashes/rashes on arms and legs"), anaemia ("blood or heart disorder/condition type: anemia") and vaginal discharge ("vaginal discharge"). In (B)(6) 2006, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and vision blurred ("vision/eye problems type: blurred vision"). In (B)(6) 2006, the patient experienced migraine ("migraines / headaches") and was found to have weight increased ("weight gain/ loss specify which one: weight gain"). On an unknown date, the patient experienced pelvic pain ("pelvic pain"), vulvovaginal pain ("vaginal pain") and abdominal pain ("pain-abdominal"). The patient was treated with amoxicillin, codeine phosphate;paracetamol (tylenol with codeine no.3) and warfarin sodium (coumadin). At the time of the report, the uterine infection, bipolar disorder, pelvic pain, vaginal haemorrhage, menorrhagia, urticaria, rash, urinary tract infection, vulvovaginal mycotic infection, migraine, anaemia, teeth brittle, tooth fracture, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, fatigue, weight increased, alopecia, abdominal pain lower, back pain, musculoskeletal pain, vulvovaginal pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anaemia, back pain, bipolar disorder, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, musculoskeletal pain, pelvic pain, rash, teeth brittle, tooth fracture, urinary tract infection, urticaria, uterine infection, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal mycotic infection, vulvovaginal pain and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2005: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine infection ('uterine infection') in an adult female patient who had essure (ess205) (batch no. 12281414) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical biopsy, ex-tobacco user, antiphospholipid syndrome and deep vein thrombosis. Concurrent conditions included obesity and thrombosis. Concomitant products included iron and levofloxacin (lovenox). In (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2005, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and fatigue ("fatigue"). In (B)(6) 2005, the patient experienced uterine infection (seriousness criterion medically significant), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type:yeast"), teeth brittle ("dental problems:teeth brittle and chipping"), tooth fracture ("teeth chipping"), alopecia ("hair loss"), abdominal pain lower ("pain lower abdomen"), back pain ("lower back pain") and musculoskeletal pain ("buttocks pain"). In (B)(6) 2006, the patient experienced bipolar disorder ("psychological or psychiatric problems condition: bi-polar"), urticaria ("allergic or hypersensitivity reaction type: hives"), rash ("rashes/rashes on arms and legs"), anaemia ("blood or heart disorder/condition type: anemia") and vaginal discharge ("vaginal discharge"). In (B)(6) 2006, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and vision blurred ("vision/eye problems type: blurred vision"). In (B)(6) 2006, the patient experienced migraine ("migraines / headaches") and was found to have weight increased ("weight gain/ loss specify which one: weight gain"). On an unknown date, the patient experienced pelvic pain ("pelvic pain"), vulvovaginal pain ("vaginal pain") and abdominal pain ("pain-abdominal"). The patient was treated with amoxicillin, codeine phosphate; paracetamol (tylenol with codeine no.3) and warfarin sodium (coumadin). At the time of the report, the uterine infection, bipolar disorder, pelvic pain, vaginal haemorrhage, menorrhagia, urticaria, rash, urinary tract infection, vulvovaginal mycotic infection, migraine, anaemia, teeth brittle, tooth fracture, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, fatigue, weight increased, alopecia, abdominal pain lower, back pain, musculoskeletal pain, vulvovaginal pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anaemia, back pain, bipolar disorder, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, musculoskeletal pain, pelvic pain, rash, teeth brittle, tooth fracture, urinary tract infection, urticaria, uterine infection, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal mycotic infection, vulvovaginal pain and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2005: result: total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jan-2020: medical records received: lot number added. Medical history, reporters were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.